Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. Additional information: this is the patient that will be explanted on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Date sent 8/5/2025. B3: only event year known: 2017. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D6a: exact date is unk. Assumed first day of the month and first month of the year. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? What is the product code? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post implant surgery because of gerd, it was found out that the linx device was broken. The removal has not been scheduled yet. Unknown if there's any patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2025. Additional information received: (B)(6) 2025 ¿ received call from dr. (B)(6) office that they have a patient with potential discontinuation, but they have not scheduled an office visit as of yet. Called in the product complaint with what information that was given on that call. (B)(6) 2025 ¿ spoke with ((B)(6) nurse) to gather more information on the explant. She stated that she would get with dr. (B)(6). On the specifics. (B)(6) 2025 - set up an in-clinic meeting with dr. (B)(6). For (B)(6) 2025 to discuss linx patient that is related to (B)(4) and gather more necessary information on the patient. (B)(6) 2025 ¿ met with dr. ((B)(6) nurse) to discuss current state with (B)(4). What information I was able to gather at that time is below in bold. (B)(6) 2025 ¿ sent (B)(6) an email with all questions from the products complaint team. This email details the need for more information prior to it being sent to the FDA. Waiting for a response. When and if the linx device is removed, may we ask that the device be returned for analysis? On (B)(6) 2025 dr. Said that the product has not been explanted yet. I requested that if the device is explanted, could I attend the case and collect the product to send it in for analysis. Dr. (B)(6). Agreed. What was the date of implant? On (B)(6) 2025 dr. (B)(6). Informed me that he believed he originally implanted the linx device in or around 2017. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? On (B)(6) 2025, dr. (B)(6) stated that he is currently in a holding pattern and that he has not had a follow up visit it the clinic. Patient is trying to decide the three following things: 1. Just leave it alone. 2. Explant it and have it replaced with another linx product 3. Have a nissen. After this meeting I met with (B)(6) (dr. (B)(6) nurse) and shared the conversation I just had with dr. (B)(6). She stated that she would follow up with the patient and see if they decided and then would get back to me.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2025. Corrected data d4: UDI#. Corrected data: d1, d4, d6a. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? When did they begin? Increased acid reflux for several years per consult on (B)(6) 2025. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Egd performed on (B)(6) 2025. What is the device lot number? 16141. What is the product code? Lxmc15. Was the device initially effective in controlling reflux? Yes, reflux noted on (B)(6) 2024. Restarted medication omeprazole 40 mg daily and famotidine 20 mg daily. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? MRI foot (B)(6) 2023 and MRI left shoulder (B)(6) 2024. Did the patient have any other surgeries in the area? No, egd (B)(6) 2024 and (B)(6) 2025. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Device is not scheduled to be removed. Patient will contact clinic for revisional surgery and linx removal. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No, recordings are not available in or. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes.